Event description:
Lfa approach to get bilateral iliac stenting. After a few inflations with the admiral balloon at 6 atm, balloon ruptured. As the physician tried to pull the balloon through the sheath, the distal tip and balloon broke off from the catheter. After many attempts to retrieve it via catheter, sheaths, wires and snares, it was unsuccessful. At this point pt was transferred to the or for an open lfa surgery to remove the balloon. After exposing the lfa, the physician noted a very calcified vessel and removed about 3 to 4 fragments 2cm in length. Later he proceeded to remove the balloon distal part. The physician was able to place two bilateral stents and the lfa was repaired and patched. The groin was closed. No further adverse events reported.